Event description:
Patient presented to the physician with a sensation of heaviness in the throat and at the base of the tongue, and constant headaches after using therapy, which was impacting their ability to speak. Physician prescribed steroids and pain medication.